Event description:
The patient would like to have his implantable neurostimulator (ins) replaced. The patient has severe essential tremor and deep brain stimulation now. The patient¿s ins provides stimulation only to his right vim. The ins was showing a battery warning and needs replacement. The device was now failing. The patient has requested replacement with another rechargeable device, as it has been in place now for 6 years. Note that there is a discrepancy with the implant date. For the first 4 years of that, the device was providing the usual bilateral stimulation before switched it off to the left brain. It seemed plausible that the patient might get a benefit almost as long with an activa sc; this will be discussed further with the patient. It was noted the patient¿s management was complicated by severe depression and by previous scar surgery for premature baldness. It was additionally reported about a week later that the patient was due for a battery replacement in the coming weeks as a result of elective replacement indicator (eri). There were no impedance issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).